Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00767. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the leads. Issue has been addressed.